Manufacturer narrative:
Eval summary: no product was returned for eval. Pt info such as height, weight, and pt activity is unk. The post-operate x-ray clearly indicates the presence of a set screw distal to the lps mobile fluted stem tibial baseplate in the pt. A stem was not used with the tibia baseplate, and the surgical technique indicates the set screw should be removed prior to implanting the tibial baseplate if a stem is not used. Once the tibial baseplate has been implanted, it is also not possible for the set screw to back out of the tibial baseplate and work its way along the outer surface of the tibial baseplate into the intramedullary canal. The gap between the bone and implant that results from broaching is too small and will prevent movement of the set screw. Furthermore, the surgical technique requires the use of cement when implanting this tibial baseplate, which would further restrict motion of the set screw. It is likely that the set screw was in the tibial canal prior to implantation of the tibial baseplate. However, based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and that a substance like a screw could be seen in the tibia pith cavity by x-ray after the surgery. This item is currently not sold in the united states.